Event description:
It was reported that the patient experienced a low blood glucose event, with a nadir of 58 mg/dl and approximately 15 minutes out of range as observed on a continuous glucose monitor, and the spouse reported that the patient typically ambulated to resolve lows; troubleshooting and education were provided, including a recommendation to confirm with a fingerstick, though a meter was not available. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included a complaint review and user interview. Investigation of this case revealed that the cause of the hypoglycemic event was not determined. It was concluded that the event was user-managed without adverse sequelae and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.